Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the cartridge with insulin, the customer did not observe insulin coming from the end of the tubing during the fill tubing process. The customer changed out all of the supplies on the pump and observed fill tubing. The customer's blood glucose level was 256 mg/dl, and was addressed with a manual injection.